Event description:
Kimberly-clark received a report from (B)(6), stating, "procedure of the oral cave of the patient, the sponge part comes off the swab and it remained in the patient's mouth . The nurse had to remove the sponge from patient's mouth. The patient did not have incident." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Review of the device history record is pending. The device was not returned to kimberly-clark, therefore we are unable to perform an analysis or determine a root cause for the reported event. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.